Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) noted that the faulty batteries were installed in may 2018. To address the failure, the fse replaced the batteries and completed the pm with full calibration. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm), the cs300 intra-aortic balloon pump (iabp) failed the battery run-time test performed by a getinge representative. There was no patient involvement, and no adverse event reported.